Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was inconclusive due to the nature of the returned sample. The product returned for evaluation was two photographs depicting a 5fr d/l powerpicc catheter. The first photograph depicted the entire catheter shaft and the second photograph depicted a closer view of a region of catheter shaft including the 9cm-13cm depth markings. Usage residues appeared to be evident in the photographs. No visible evidence of catheter occlusion could be discerned. Inspection of the submitted photographs did not reveal any evidence of device occlusion; however, the implicated device could not be functionally tested or thoroughly examined. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of reds0298 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter placement was performed on (B)(6) 2019. On (B)(6) 2019, the purple end of the catheter was blocked. The patient was dissatisfied. On (B)(6) 2019, the catheter was removed (unexpectedly) and found a bulge at 13 cm mark of the catheter.